Manufacturer narrative:
The lens was returned for evaluation. Solution is dried on the lens. One haptic is broken in the distal area and loose in the lens case. The opposite haptic is bent and pointing down into a drain hole in the lens case. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of a non-qualified company cartridge and a handpiece. The reported model is only qualified for use in the company (a) and (b) cartridges. The reported haptic damage was observed. The cartridge was not returned for evaluation. The root cause is most likely related a failure to follow the dfu. The account used an unqualified lens/cartridge combination. The use of non-qualified combinations may result in delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported during the implant of an intraocular lens (iol), the haptic broke in the delivery system. There was no reported patient impact. Additional information was requested.